Event description:
It was reported that this was a venous closure of the right and left common femoral veins (rcfv and lcfv) using the pre-close technique via a 7.5f sheath hole at each access site prior to an electrophysiology (ep) procedure. Reportedly, four prostyle devices had cuff misses [suture retrieval] issues, two at each site. The suture of two new prostyle devices were successfully pre-placed at each access site. The sheath was upsized to 16f in the rcfv and 11f in the lcfv. The ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional prostyle devices with the same reported issue referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.